Manufacturer narrative:
Date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Section the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Dewey, r.b. Iii, o'suilleabhain, p.e., sanghera, m., patel, n., khemani, p., lacritz, l.h., chitnis, s., whitworth, l.a., dewey, r. B.,jr. Developing a deep brain stimulation neuromodulation network for parkinson disease, essential tremor, and dystonia: report of a quality improvement project. Plos one. 2016;11(10):e0164154. Doi:10.1371/journal.pone.0164154 summary: to develop a process to improve patient outcomes from deep brain stimulation (dbs) surgery for parkinson disease (pd), essential tremor (et), and dystonia. Reported events: case 1: a (B)(6) male patient with subthalamic nucleus deep brain stimulation (stn-dbs) for parkinson's disease (pd) experienced infection and erosion of the leads through the scalp. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.